Manufacturer narrative:
The investigation determined that a lower than expected vitros glu quality control result was obtained on a vitros 5600 integrated system. The definitive assignable cause cannot be determined, but there is sufficient evidence to conclude an unidentified instrument issue is the most likely contributing factor. Following incubator cleaning acceptable vitros glu results were obtained. There was no evidence that a vitros glu reagent contributed to the event.

Event description:
The customer complained that a lower than expected vitros glu quality control result was obtained on a vitros 5600 integrated system. Bio-rad l3 vitros glu result 0.20 g/l vs. Expected 3.29 g/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer was not running any patient samples at the time; however, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).